Event description:
It was reported that all contacts on patients lead had high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.